Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with intermittent button response during testing due to flattened dome switch on the up arrow button, down arrow button, escape and act button. Lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window,cracked reservoir tube lip and cracked battery tube threads. Unit passed the dat test with 0.08695 inches.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to push. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer also reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer stated that she received several no delivery alarms that caused her high blood glucose readings. The customer experienced symptoms such as does not feel good and feeling off. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Reference (B)(4) for keypad anomaly.